Event description:
It was reported by a sales consultant that a patient had their implant removed due to a reoccurring infection. The psi (patient specific implant/peek) for a custom cranio-plasty was originally implanted (B)(6) 2014. It was removed (B)(6) 2014. It is unknown if the implant was replaced. This report is for an unknown patient specific implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown patient specific implant/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.